Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a pentration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 1/6/98).

Event description:
The iab was inserted into the pt on 10/24/97. On 10/25/97 after iabp for about 24 hrs, the iab leaked. Blood was noted in the tubing and the iab was removed. No second iab was inserted. On 12/8/97 it was reported that the iabp catheter leak alarm sounded from the pump. All connections were tightened and the iab was autofilled. Counterpulsation resumed and the catheter leak alarm sounded again. Blood was then noted in the tubing and the iab catheter was removed. There was no pt injury or complication as a result of the event. [Event complications]: none from the event-reported 10/27/97 and 12/8/97. [Pt's current status]: s/p cva-rpt'd 12/8/97.